Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during an abdominoperineal proctectomy, the device jaws became jammed during the latter part of the procedure. The surgeon cut the device off in order to remove it. The surgeon used another device to complete the procedure with no further difficulties. There was no pt injury.